Event description:
It was reported that this patient received a temporary leadless pacemaker due to their current (B)(6) pacemaker going into safety mode. The sensing of the lead less pacemaker was oversaturated by the (B)(6) device. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).